Manufacturer narrative:
The complaint of separation and leakage can be confirmed on the 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro; lot #5600120. As received one of the adapters was separated on the returned set. The adapter and boding pocket were examined. There was insufficient solvent coverage observed. The probable cause of the separation is due to insufficient solvent coverage applied during manual assembly at the manufacturing site. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 30 cm (12") appx 3.2 ml, set per infusione, 4 clave® connector, filtro. A second used device was returned for investigation and it was found that the clave and adaptor were observed to easily disconnect from trifurcated connector. Separation and leakage was confirmed in the device along with unspecified chemotherapy residuals.